Event description:
It was reported that the iab was inserted in 2005. 3 days later, the pt went to the or for CABG. Approx. 15 minutes after return from surgery, the datascope console begn to experience "rapid gas loss alarms". Connections were checked and no blood observed in catheter. Iab exchanged with datascope iab. Pt subsequently expired.